Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The following items were received for evaluation: one conquest catheter, in two sections and an introducer with a label identifying the introducer as dialease 7fr. Upon inspection of the returned sample, the catheter was separated into 2 pieces. The catheter shaft and the bifurcate portion had the outer shaft broken off at approx 72.3cm from the distal end of the bifurcate, but the inner shaft measured 79.6cm from the distal end of the bifurcate. There were no marker bands present on the inner shaft. There was an area of the outer shaft that was extremely necked down. This break appeared to be caused by extreme tensile force. The introducer sheath portion of the catheter was extremely accordioned and a section of the balloon was lodged inside. The balloon could not be removed using manual force. The balloon was soaked in a warm water bath; however, this did not loosen the balloon and the balloon was removed with a pair of needle-nose pliers. Once removed, the balloon was wrapped in a very tight profile. It could not be determined if the marker bands were located in the balloon due to the condition of the balloon. The distal end of the balloon material had been pulled over the distal tip, but the distal tip was still present. The balloon appeared to separate right at the proximal end of the proximal bond likely due to tensile force. The result of the investigation was confirmed for a shaft breaks; however, the root cause is unk. It is unk if procedural factors contributed to this event. The current IFU (info for use) for this device states: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported that during a pta procedure of an av fistula in the subclavian, the balloon detached from the shaft and was lodged in the sheath. The balloon and the sheath were removed. There was no reported injury to the pt.